Event description:
The customer contact reported a particulate. The tubing set was to be used to deliver an unspecified volume of an unspecified electrolyte solution for rehydration. It was reported that before connecting the tubing set to the patient, a particulate was noted to be floating in the drip chamber of the tubing set. No specific details were provided. Though requested, no additional information was provided including if the tubing set was replaced and the therapy was initiated.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. The catalog number provided is the international list number that was involved in the reported event, which is comparable to the domestic list number. (B)(4). The reporter was contacted and information on reprocessing of the device was requested; however, the information was not obtained. This report represents all the information known by the reporter upon query by hospira personnel.